Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 37-year-old female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 2 years 5 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-jun-2021: quality safety evaluation of product technical complaint (ptc). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia') and abnormal uterine bleeding ('dysfunctional uterine bleeding.') In a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "the coil on the right side appeared slightly longer and rotated" on (B)(6) 2015. The patient's medical history included multiparous. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included dysfunctional uterine bleeding and uterine fibroids. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and abnormal uterine bleeding (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (on (B)(6) 2015, dilatation and curettage,novasure ablation. And total laparoscopic hysterectomy with bilateral salpingectomy, endometrial ablation, d and c). Essure was removed on (B)(6) 2017. At the time of the report, the heavy menstrual bleeding, abnormal uterine bleeding and uterine leiomyoma outcome was unknown. The reporter considered abnormal uterine bleeding, heavy menstrual bleeding and uterine leiomyoma to be related to essure. The reporter commented: the right tubal ostium was visualized with the essure in situ . The l eft ostium was seen . The tip of the essure was not seen. Following the d-and-c and ablation procedure, the coil on the right side appeared slightly longer and rotated. This could most likely be from the heating. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: blockage of both right and left tube. Events, dysfunctional uterine bleeding, the coil on the right side appeared slightly longer and rotated and uterine fibroids were added from medical record. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-mar-2022: medical record received. Reporters, medical history and lab data added. Previously reported event medical device reomval updated to menorrhagia. New events, dysfunctional uterine bleeding, the coil on the right side appeared slightly longer and rotated and uterine fibroids were added. Rcc were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.